Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator failed during patient care. Tidal volumes were inaccurate. There was no patient harm or injury reported and it was not necessary to remove the patient from the ventilator.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator failed during patient care. Tidal volumes were inaccurate. There was no patient harm or injury reported and it was not necessary to remove the patient from the ventilator.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was able to verify the customer reported problem during bench testing. Ventilator will not pass flow test during initial investigation. Further testing revealed a non-conforming blower module was causing the failure. This condition will cause the vent to produce inaccurate tidal volume during ventilation. Installed a known good blower and the issue was resolved. Vent passed initial final test and initial alarm volume test with no issue using an automated test fixture. Replacing blower module will resolve the reported failure and process vent through service to meet all factory specification and standards. The exact reason why the blower module failed was unable to determine during testing at service. Blower module will be sent to fa lab for further testing and analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.